Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and the patient's heart rate fell to 20 - 25 beats per minute (bpm) range. The lead was subsequently found dislodged and an immediate surgical intervention was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.